Manufacturer narrative:
The intellanav mifi open-irrigated catheter was returned to boston scientific for laboratory analysis. The returned catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. A media inspection of a customer attached video was conducted. It was not possible to identify any failures reported by the custumer, as the video was not clear enough. A visual inspection did not find any device defects. A functional test was performed, and the steering knob and the tension control knob functioned properly in both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Pressure testing was performed to identify any potential leaks. The catheter passed the leakage test with no problems. During a flow test, the device was connected to an external pump and was purged at 60 ml/min. All six irrigation ports flowed freely. The pump was then programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. Laboratory analysis was unable to confirm the reported clinical observation, the catheter passed all relevant testing.

Event description:
It was reported that prior to a procedure to treat ventricular tachycardia (vt) an intellanav mifi open-irrigated catheter was selected for use. During setup of the catheter, it was noted that insufficient flow was coming out of the catheter during flushing. The flow rate was 60ml/min. The catheter was replaced with another of the same model. The procedure was completed with no patient complications. The device is expected to be returned for analysis.

Event description:
It was reported that the catheter had insufficient irrigation flow. Prior to a procedure to treat ventricular tachycardia (vt) an intellanav mifi open-irrigated catheter was selected for use. During setup of the catheter, it was noted that insufficient flow was coming out of the catheter during flushing. The flow rate was 60ml/min. The catheter was replaced with another of the same model. The procedure was completed with no patient complications. The device is expected to be returned for analysis.